Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional additionally reported bilateral -side deflation implant exchange . The record relates to the right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a right side implant exchange with no complaint against the device. Healthcare professional additionally reported right -side deflation implant exchange . Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a broken sharp in the fill channel assessed as an unidentified (tear) opening and a crack on diaphragm valve due to cracked valve seat diaphragm valve. Additional observations: crease flat observed in the surface. No further actions are required as the device was implanted.